Event description:
Boston scientific received information that this right ventricular lead was not sensing and loss of capture was noted. A lead fracture or a dislodgement was suspected. The lead was repositioned successfully and remains implanted.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.